Event description:
User experiencing discrepant urine leukocyte results for approx 2 months. Only one patient sample provided. In 2007, patient urine sample resulted negative for leukocytes. Microscopic examination of the same sample showed 10 - 15 wbc per hpf. Visual dipstick of same sample showed 100 leuko/ul (1+). Erroneous result reported. Patient not adversely affected. The field service rep could not determine the cause of the discrepancy. Performance tests were performed, which were within specifications.